Event description:
It was reported that the catheter was implanted in the left subclavian artery and a part of the catheter migrated at the level of the right ventricle. The part of the migrated catheter was removed from the right femoral artery.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar product complaint file(s) from this lot.